Event description:
While at the customer site, the philips field service engineer (fse) discovered that the ECG out connection was not soldered to processor pca board. There is no patient involvement. This report was generated pursuant to quality plan (B)(4) - quality plan ¿ ecr als service record remediation.